Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/(B)(6) years old in the ¿lead retention group,¿ and male/(B)(6) years old in the ¿lead replacement group.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the sprint fidelis (6948, 6931 and 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action (z-0067-2008-6949). Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a strategy of lead abandonment in a large cohort of patients with sprint fidelis leads.¿ jacc: clinical electrophysiology. 2019; 5(9):1059-1067. Digital object identifier: 10.1016/j.jacep.2019.07.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead family. The article reported that there were patients who experienced infections, lead dislodgements, pneumothorax, perforation, apparent fractures, and venous occlusions. This family of leads was also part of an advisory/recall from the manufacturer. The leads were either abandoned/capped/extracted/replaced. Three patients required venoplasty to resolve the lead issue. There were also system explants/replacements. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.